Event description:
It has been reported to us that during the procedure, the occlusion balloon wire separated resulting in the occlusion balloon remaining inflated. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted a balloon catheter and performed pre-dilatation on the vessel. The physician attempted to remove the balloon catheter and the occlusion balloon wire kinked; however, the occlusion balloon remained inflated. The physician continued the case and inserted and advanced an aspiration catheter and performed aspiration on the vessel. The physician then noticed that the occlusion balloon wire had separated at the location of the kink. The physician used the method referenced in the instruction for use and cut the occlusion balloon wire and deflated the occlusion balloon. The device was removed and replaced with another to complete the case. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.